Event description:
It was reported that sensing noise, high capture threshold, and low pacing impedance were observed on the right ventricular (rv) lead. Provocative testing was performed; noise could not be reproduced. The patient was stable and will continue to be monitored. There were no adverse consequences.